Manufacturer narrative:
The investigation is still in progress. A supplemental report will be submitted after completion. Please see related MFR report #s: 1221359-2021-00225.

Event description:
The customer reported seventeen (17) unconfirmed false negative results with the ID now covid-19 assay. This report represents the patient where some event details were provided, therefore, this is the second (2) of two (2) reports. The customer reported on (1) unconfirmed false negative result on a direct kitted nasal swab of both nostrils with the ID now covid-19 assay performed on (B)(6) 2021 at 9:55am. Pcr confirmation testing was conducted but results were not provided. The patient was reported to have no symptoms. Although requested, no additional information, including treatment, outcome or impact was provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.